Manufacturer narrative:
On the same day as the user's initial contact, an attempt was made to follow up with the user. In response, the user sent dario an additional email. Based on this email, it was determined that the user was using a non-compatible device. Dario's user guide in section compatible platforms with the dario blood glucose monitoring system directs the users to the full list of compatible devices. Following the user's emails, multiple attempts to follow up with the user were made, with no success. The user later reported via email that his dario meter readings were approximately 80-100 points different from his non-dario meter and indicated that he declined to continue troubleshooting with dario.

Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported receiving a bg reading of 239 mg/dl from his dario meter compared to a bg reading of 115 mg/dl from his non-dario meter.